Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. In this MDR, bd franklin lakes, nj has been listed in sections d.3. And g.1.

Event description:
It was reported that bd needle eclipse cored the vial rubber. The following information was provided by the initial reporter: when you insert [eclipse needle] into any vial with a rubber top, it is noted to have a little piece of the rubber top left in the syringe.¿ is this something you have heard other sites having issues with.

Manufacturer narrative:
The reported defect could not be refuted nor confirmed in the absence of a sample. The root cause cannot be determined for an unconfirmed defect. A complaint history record (chr) review could not be performed as no batch/lot number was made available for this reported event. A device history record (DHR) review could not be performed as no batch/lot number was made available for this reported event.

Event description:
Material#: 305766. Lot#: unknown. It was reported by the customer reported that when you insert [eclipse needle] into any vial with a rubber top, it is noted to have a little piece of the rubber top left in the syringe.¿ is this something you have heard other sites having issues with. Verbatim: when you insert [eclipse needle] into any vial with a rubber top, it is noted to have a little piece of the rubber top left in the syringe.¿ is this something you have heard other sites having issues with.